Manufacturer narrative:
Covidien technical support services (tss) assisted the customer with troubleshooting the device via phone. Tss recommendations were to replace the gui central processing unit (cpu). The customer, reportedly, will be contacting a third party vendor for repairs. Covidien ref: (B)(4).

Event description:
A report received from the USA stated an 840 ventilator received a device alert to reset the graphical user interface (gui) during service. The date of the event is unknown.